Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that, before surgery an ophthalmic operating system delivered low laser power and challenges were encountered in both inserting and removing the ophthalmic probe from the system port. The surgery was completed on the same day using another system, and there was no patient harm.